Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported cracking and/or leaking at female connection of bifuse to macrobore tubing.

Manufacturer narrative:
The customer¿s report of cracking or leaking at the female connection of the bifuse was not confirmed. The set was visually inspected and no anomalies were observed. Functional and pressure testing resulted in no signs of leaking anywhere on the set while the tubing was manipulated at each engagement. The root cause of the customer¿s report was not identified.

Event description:
The customer reported cracking and/or leaking at female connection of bifuse to microbore tubing.